Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been running at 500 mg/dl every day and it still will not come down. Customer stated that he has been off the insulin pump for 3 years. Customer stated that he has been trying for the last 4 months to check on the status of the pump but it has not been approved yet. Customer stated that they are waiting on the doctor's office notes. Customer was advised that he will be sent out emergency supplies of infusion sets, reservoirs, and a quick serter.